Manufacturer narrative:
The device was not returned to bd for evaluation. Medical records were provided and reviewed. The investigation is confirmed for retrieval difficulties. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced a difficulty to remove. This information was received from one source. The malfunction involved a patient with no patient injury. The patient was a (B)(6) year old male. Patient weight was not provided.